Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a cranioplasty on (B)(6) 2014 during which a peek implant was inserted. Approximately four (4) months postoperative, the patient developed a seroma. The implant was removed on (B)(6) 2015 as it was compressing the brain and causing contra-lateral hemiparesis. The surgery was completed without delay, but there is a potential adverse event to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information: patient specific implant case ID (B)(6). Patient gender and weight are unknown. Exact date unknown ¿ reportedly occurred about four (4) months postoperative. Per facility, the device has been discarded and is not available for return. Hospital contact number: (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history records has been requested and is pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): regarding medwatch follow-up report #2, the date received by manufacturer was may 6, 2015, not may 6, 2014. The incorrect year was entered in error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation/investigation was performed. The investigation of the complaint articles indicates that the: we have forwarded the complained article to the responsible person for investigation, here are the findings: we could not confirm, the development of a seroma in the patient, based on the received device and the given information. The manufacturing records were reviewed the implant was manufactured in september 2014, produced to specification and met all release criteria. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information from operative report received on may 21, 2015. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An operative report for the (B)(6) 2015 revision/explant surgery was received on (B)(6) 2015. Additional information from the report stated that it was the surgeon's opinion that the patient had a delayed reaction to the peek material rather than infection at the time of the (B)(6) 2015 surgery.